Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was placed in the rv apex with satisfactory threshold and sensing. The right atrial (ra) lead was also placed with satisfactory threshold and sensing. Subsequently r waves decreased to 2-3 mv and the threshold rose from 0.5 v to no capture at 5v. The rv lead was repositioned to the rv septum. R waves were 10-15 mv with a threshold of 0.3v. The leads were connected to the implantable pulse generator (ipg). At that time it was observed that the patient¿s blood pressure and respiration rate began to drop and their pulse was weak. The device continued to pace and sense appropriately. An echocardiogram was performed and revealed a pericardial effusion. A pericardiocentesis was completed. At this point it was noted that there was nocardiac motion on the echocardiogram. The device continued to pace appropriately in both the atrium and ventricle. The patient went into ventricular fibrillation (vf)/tamponade. The patient had a dnr (do not resuscitate) status. No further medical interventions were performed and the patient passed away soon after. It was reported that the rv had possibly been perforated. No additional details were provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).